Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a protruded/loose drive support disk. The motor passed motor test. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. The pump also had missing segments/partial display due to a cracked zebra connector.